Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 16sep2019. The manufacturer¿s international service the field service engineer (fse) inspected the device and found error codes in the event log relevant to the reported condition. The power management (pm) printed circuit board assembly (pcba) was replaced to address the issue. The ventilator passed all testing and operated within the manufacturing specifications. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported the ventilator had a system error. The ventilator was not in use on a patient at the time of the event occurred.